Event description:
According to the complaint, a nurse didn't succeed to activate the needle shield device on a safepico on thursday the 13th (B)(6). At the end of the arterial sampling, the retraction device of the gasometry syringe did not work, forcing the customer to leave the needle unsafe for the time to proceed with the compression of the puncture point and then to manipulate the syringe to manually withdraw the collection system. The event occurred several times in the same day (3 times) but had already occurred the previous days (same batch).

Event description:
According to the complaint, a nurse didn't succeed to activate the needle shield device on a safepico on thursday the (B)(6). At the end of the arterial sampling, the retraction device of the gasometry syringe did not work, forcing the customer to leave the needle unsafe for the time to proceed with the compression of the puncture point and then to manipulate the syringe to manually withdraw the collection system. The event occurred several times in the same day (3 times) but had already occurred the previous days (same batch). According to information received from customer january 31, 2022, the same issue appeared again on the same batch number.

Manufacturer narrative:
Reference samples were checked and all were within specification. Problems with activation of the needle shield device are known and may occur due to assembly process error.